Event description:
It was further reported that the first fiber was in use for 10:47 minutes and 61,689 joules were used. The fiber tip (cap) was cleaned during the procedure.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the fiber was noted to be firing straight out of the tip. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome: "no injury" to the patient reported.